Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump. The customer was informed that insulin should be at room temperature per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. The customer declined further troubleshooting.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.